Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas 6000 e 601 module. The initial result was 206.3 nmol/l. The repeat result was 88.76 nmol/l. No questionable results were reported outside of the laboratory. The vitamin d total ii reagent lot number and expiration date were not provided.

Manufacturer narrative:
On (B)(6) 2022 the pinch valves were replaced. The investigation is ongoing.

Manufacturer narrative:
Additional discrepant vitamin d total ii results were received for another patient sample (patient 2): for the initial run of the sample, no numeric result was received. The sample was repeated twice with results of >250 nmol/l and 50.3 nmol/l. No questionable results were reported outside of the laboratory. The patient sample was repeated as the customer "is not confident" in the vitamin d total ii test. The vitamin d total ii reagent lot was 570746.

Manufacturer narrative:
The vitamin d total ii reagent lot expiration date was aug-2022. Valid calibration was last performed on (B)(6) 2022 and 02-mar-2022 respectively. The results were acceptable. For the qc data provided between (B)(6)-2021 and (B)(6)-2022, the results were acceptable. No qc data was provided for (B)(6)-2022. The field service engineer (fse) noted that the customer is using 13 mm sample tubes with no rack adapter. Instrument performance testing results from (B)(6)-2022 were acceptable. No issues were identified during a review of the alarm trace data provided. Based on the calibration and qc data, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.